Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating and black light was flashing on and off. The blood glucose was unknown at the time of the incident. Customer advised to discontinue the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed the displacement test. Unable to confirm audio/beep/vibrate anomaly or perform the self test, prime test, occlusion test and no delivery test due to the compromised force sensor system alarm. No back light anomaly noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, stained address/serial number label, minor scratched and cracked display window.